Manufacturer narrative:
Manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned to the manufacturer for evaluation. Based on the evaluation, the stent graft was found loaded in the system and the safety clip was attached. The alleged patency problems could not be verified. In this case, it is not known if the system was flushed properly and information in regards to treatment site was not provided. As reported, no introducer sheath was used. Therefore an alleged device issue can not be reproduced. The investigation is inconclusive for the reported issue. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product it was found that the instructions for use sufficiently address the potential risks. The instructions for use states: 'a 0.035" guidewire is required for the introduction of the endovascular system.', and 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...).' The instructions for use further states: 'examine the packaging and endovascular system to determine if there is any damage, defects or if the sterile barrier is compromised. Do not use the device if any of these conditions are observed.' Regarding the introducer sheath, instructions for use states: 'the use of an appropriately sized introducer sheath is recommended.' (Expiry date: 02/2023).

Event description:
It was reported that during a stent placement procedure, it was allegedly unable to insert the stent. The procedure was completed using another device. There was no reported patient injury.